Manufacturer narrative:
Three photographs of the product were received for evaluation. From the photographs, it was observed that there was a cut in the inflation line. One sample was returned from p/n 100/189/075 with lot number reported as unknown; the sample was received in used conditions without its original packaging. The returned sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination. It was observed that there was a cut in the inflation line. A review of the manufacturing process was conducted and they were deemed adequate and correct. In attempt to reproduce the failure mode an inflation line was taken from the production floor and it was cut with a sharp object. The cut looked similar to the returned sample. The reported "crack in the inflation line" issue was confirmed. No corrective actions are required since there is no information to suggest that the product was damaged during manufacture.

Event description:
Information was received that while a smiths medical endotracheal tube was in use, and air leak occured. A crack in the inflation line was noted. No adverse effects resulted.